Event description:
The customer reported the block patient wye test failed. The fse reported review of the device diagnostic log indicated a vent inop due to exhalation autozero failure. The customer reported there was no patient involvement.